Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) safety disk guide clip broken. It was observed that the safety disk block guide broken at 9:00 o¿clock position. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
In order to fix the issue, the fse replaced the guide block (0391-00-0087). The fse then replaced expired safety disk (0997-00-0985-01) as part of pm protocol. The fse then completed pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.